Event description:
Pt seen by physician on (B)(6) 2014. Reported to physician on (B)(6) 2014 that implant and abutment had extruded. Pt given topical antibiotic ointment. Pt to have revision surgery in (B)(6) 2014.

Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of mfg or component failure.